Event description:
It was reported that an ilet device developed an unresponsive screen with a small crack noted by the user after being carried in a pocket, and a restart via the mobile app did not restore function; the device was replaced and the user was instructed to use backup therapy. Symptoms included no reported injury or adverse clinical effects. Outcomes included no interruption requiring medical treatment, hospitalization, or emergency care. Investigation included customer service troubleshooting and data synchronization through the mobile app, along with collection of return shipping details. Investigation of this case revealed a device display failure consistent with physical damage to the screen. It was concluded that the device exhibited a hardware malfunction of the display component, and replacement was warranted.